Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and delamination.

Event description:
Healthcare professional reported unknown side "deflating/leaking and patch around the port completely delaminated from the rest of the expander with a huge hole." Device has been explanted.

Event description:
Healthcare professional reported unknown side "deflating/leaking and patch around the port completely delaminated from the rest of the expander with a huge hole." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: white particles in device outer surface and one curved opening at the edge of the insert to shell bond area in the anterior 1 location. A microscopic analysis and leak test were performed which identified that the curved opening has a sharp pattern and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. The measurement of the opening is 22 mm. Based on the device analysis the final assessment is: an opening with a sharp pattern at the edge of the insert to shell bond area assessed as an unidentified (tear) opening.